Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a mildly tortuous, and severely calcified left anterior descending artery of the heart. A 1.50mm rotalink plus was selected for the procedure and was used successfully. The 1.50mm was exchanged for a larger burr (2.0mm) without issue. The 1.50mm burr was advanced to be used again; however, the device stalled and rotation stopped. In attempts to remove the burr from the wire, it was noted that the burr was stuck to the wire. The devices were removed together as one unit. The procedure was completed wit ha different device. No complications reported. The patient's condition is good post procedure.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in a mildly tortuous, and severely calcified left anterior descending artery of the heart. A 1.50mm rotalink plus was selected for the procedure and was used successfully. The 1.50mm was exchanged for a larger burr (2.0mm) without issue. The 1.50mm burr was advanced to be used again; however, the device stalled and rotation stopped. In attempts to remove the burr from the wire, it was noted that the burr was stuck to the wire. The devices were removed together as one unit. The procedure was completed wit ha different device. No complications reported. The patient's condition is good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body kinked located approximately at 168.5cm from the distal tip; besides, the spring tip was kinked and stretched. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of distal tip, od of middle of the device and od of the proximal section were performed and were within specification. However, dimensional inspection of the overall length could not be performed due to the device condition.